Event description:
It was reported the device became stuck on a guidewire. The 90% stenosed, mildly tortuous, and severely calcified target region with intermittent claudication was located in the right superficial femoral artery (sfa). A jetstream atherectomy catheter was selected for an (evt) procedure to treat the patient. After the jetstream atherectomy catheter was used in combination with a thruway guidewire, the jetstream atherectomy catheter became stuck on the thruway guidewire. A different device of the same model was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
D4 - the unique identifier (UDI) number could not be populated since the from the specific product details are unknown, and additional information has not been provided through the good faith effort (gfe) process.

Manufacturer narrative:
D4 - the unique identifier (UDI) number could not be populated since the from the specific product details are unknown, and additional information has not been provided through the good faith effort (gfe) process. Investigation results: the complaint device was not received at the complaint investigation site (cis) for analysis. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'cause not established.

Event description:
It was reported the device became stuck on a guidewire. The 90% stenosed, mildly tortuous, and severely calcified target region with intermittent claudication was located in the right superficial femoral artery (sfa). A jetstream atherectomy catheter was selected for an (evt) procedure to treat the patient. After the jetstream atherectomy catheter was used in combination with a thruway guidewire, the jetstream atherectomy catheter became stuck on the thruway guidewire. A different device of the same model was used to complete the procedure. There were no patient complications as a result of this event.